Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an unrelated reason. Patient did not experience any device related symptoms. Upon interrogation, the atrial lead exhibited inappropriate capture and loss of atrial sensing. A chest x-ray was performed and lead dislodgement was confirmed. The device was reprogrammed to address the issue until lead revision. The patient was stable throughout interrogation and x-ray. Patient presented for lead revision on (B)(6) 2017. The lead was successfully repositioned. Patient's condition was good after the procedure. Later the same day, the lead dislodged again. Patient presented for lead revision again on (B)(6) 2017. The lead was extracted. During an attempt to replace the lead, the replacement lead would continue to pull out of the atrium and the stylet would not advance down the lead. The physician used a new lead to complete the procedure. Patient's condition was good after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.